Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this crtd device experienced hematoma. Pocket modification was done to evacuate hematoma. Additional information received indicated that the cause of hematoma was not due to implanted device and there were no evidence of infection. The device remains in service. No additional adverse patient effects were reported.